Event description:
Information received indicates the bed will not go into the trendelenberg position.

Manufacturer narrative:
The technician replaced the missing retaining clip on the actuator, to repair the bed.